Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed (-0.21 vdc). Perform pairing test with (B)(4) bluetooth device was performed and passed. A review of the share logs/receiver logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical